Manufacturer narrative:
Failure analysis of the removed part determined the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition due to a post timer/24v failure. The customer reported there was no patient involvement.